Event description:
It was reported that there was a double loop of tubing in the roller clamp of a solution administration set. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection a double loop of tubing was observed in the roller clamp. The cause of the condition was determined to be due to a manufacturing issue. To address this issue, the production process has been updated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.